Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported during surgery, that the dermatome appears to be low in power, skips surface and took graft in patches. Subsequently this caused patient harm and there was a delay of 1-15 mins. The surgery was completed using an alternate device. It was stated that the graft harvest was able to be used and additional unplanned graft harvest required from the patient. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4).

Event description:
It was reported that dermatome appears to be low in power, skips surface and took graft in patches. The issue occurred during surgery on (B)(6) 2018. Subsequently this caused patient harm and there was a delay of 1-15 mins. The surgery was completed using an alternate device. It was stated that the graft harvest was able to be used and additional unplanned graft harvest required from the patient as it was not of good quality. The graft had holes, was patchy and not a full length that was required to cover the debrided burned area.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On april 23, 2018, it was reported that the device appears to have low power, skips surfaces and take grafts in patches. On april 23, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. Additional surgery was required and the first surgery had a 1-15 minute delay. Another device was used to complete the surgery. The original graft was damaged so an additional graft was required. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) five times as documented in the repair reports in livelink. The last repair was february 3, 2017 where it was reported that the device required repair and the machine head, semi-circle bearings, adjustment cam, vespel sleeve bearing, motor, motor sleeve, ball bearing, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, eccentric shaft and air hose were replaced. This is not a related issue. Product return of the air dermatome by zimmer biomet australia on april 23, 2018 revealed that the width plates were damaged. The motor was within specification at 4,625 rpm. The control lever torque testing was not performed. The calibration was out of specification at only the zero setting. There were no visible signs of damage to indicate the cause of the failure. Repair of the air dermatome was performed by zimmer biomet taiwan on may 29, 2018 which included replacement of the motor, bearings, o-ring, seal, reciprocating arm, width plates, and throttle hinge gasket. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the device¿s motor speed was within specification, there was no skipping and the calibration was only got of specification at the zero setting. The root cause of the device having low power, skipping and taking grafts in patches cannot be specifically determined with the provided information since the device was within specification (motor and calibration) and there was no skipping noted during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.